Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this left ventricular lead was fractured. No adverse patient effects were reported.